Manufacturer narrative:
A ge service representative performed an on-site investigation. The reported issue could not be duplicated. No further information is available.

Event description:
The customer reported that the system's monitor would not display an image. No patient injury was reported.